Event description:
It was reported that "the accucath wire was checked prior to deployment- pushed out wire and fully retracted wire in needle tip. Stuck patient w/ accucath device, seemed to go fine- deployed gwire with no resistance. Next deployed catheter- no issue or resistance noted. Then attempted to safety system by pressing button and met resistance on pull out- did not fully safety. Like caught up. Pulled everything out as one unit. Noted needle not fully retracted into housing, wire ½ out -catheter kinked. No patient injury."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was inconclusive because of the nature of the returned sample. The product returned for evaluation was one 20ga x 2.25¿ accucath midline catheter. Light usage residues were observed. The housing assembly was not returned for evaluation. The catheter exhibited curved shape memory. The safety mechanism functionality could not be assessed because the housing assembly was not returned for evaluation. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of redq2745 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq2745 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the accucath wire was checked prior to deployment pushed out wire and fully retracted wire in needle tip. Stuck patient w/ accucath device, seemed to go fine deployed gwire with no resistance. Next deployed catheter- no issue or resistance noted. Then attempted to safety system by pressing button and met resistance on pull out- did not fully safety. Like caught up. Pulled everything out as one unit. Noted needle not fully retracted into housing, wire ½ out -catheter kinked. No patient injury."